Event description:
It was reported that the customer received battery out limit, failed batter test and button error alarms on the insulin pump. It was also stated that none of the buttons were responding. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 327 mg/dl which she treated for with manual injection. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error, battery out limit or failed battery test alarms were noted. The pump passed the displacement and self tests. No unexpected alarms were noted during testing. The pump functioned properly. However, the pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.